Event description:
It was reported that post implantation of an rx acculink stent, the patient experienced bradycardia and hypotension. The hypotension was treated with levophed. On (B)(6) 2012, the patient was discharged with a dose of metoprolol. The bradycardia and hypotension are listed as continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patients effect of bradycardia and hypotension are known observed and potential adverse events, listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.